Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated by the lifevest during vf. The patient¿s post-shock rhythm was asystole with motion artifact for 28 seconds before transitioning to sinus bradycardia at 25 bpm. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment. The response buttons were not pressed during the event. No deficiencies were alleged against the device.